Event description:
It was reported that there was concern for pump thrombosis due to the patient's elevated lactate dehydrogenase (ldh) levels and power spikes seen on the monitor. The log file captured some above baseline powers over the course of the log with transient high powers noted in the 7-8w range.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed power elevations; however, the report of suspected thrombus was unable to be confirmed as no product or images were available. A specific cause for the report of elevated lactate dehydrogenase or power elevations could not be conclusively determined, and a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. A review of the submitted log file from (B)(6) 2021 through (B)(6) 2021 found that the pump maintained a stable speed above the low speed limit without issue. Transient power/estimated flow elevations were captured throughout the log file with power up to 8.3 watts and estimated flow up to 9.8 liters per minute. The intermittent power/estimated flow elevations were captured during expected power source changes. Some atypical power cable disconnect alarms were captured; refer to the controller investigation regarding this finding. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists hemolysis and device thrombosis as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 4 "system monitor" provide an explanation of each of the pump parameters, including pump power and flow. Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Gradual power increases (over hours or days) may signal thrombus deposits inside the pump. Depending on the speed of the pump, power values greater than 10 to 12 watts also can indicate the presence of a thrombus. Abrupt changes in power should be evaluated for cause. Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. In addition, section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04aug2017 via customer order. No further information was provided. The manufacturer is closing the file on this event.